Manufacturer narrative:
Upon completion of the investigation it was noted that the complaint was reviewed with the responsible operators to raise awareness of the issue and to gather any ideas for improvement. Operator's hair was inadequately contained within the hair-net or gown and accidentally fell into sealing pouch. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Ear surgery department noticed a hair in the sterile package of the surgical patties. It has not been opened, was noticed before going in to surgery. On 5/13/2016 per affiliate: please supply the product code of the device involved in the reported incident. 80-1408. Did the reported event cause any delays in the surgery or procedure over 30 minutes? No. Were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? Product was not used. Is the product being returned for evaluation? Yes, will be shipped. Is there a serial or number you can provide? Lot 698568.